Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 598 mg/dl. The customer had been vomiting prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. Found low reservoir, low battery and no delivery alarms in the alarm history. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. It was later stated that the customer had been hospitalized five other times due to diabetic ketoacidosis. The dates were (B)(6) 2011. No details were provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge.